Event description:
During a cardioversion, the pt had defibrillator pads placed on the anterior chest and the mid lower lateral chest area. Sedation was obtained with versed and fentanyl. The pt received a single 200 joules synchronous biphasic waveform shock and did not convert from atrial fibrillation. But there was post cardioversion smell of something burning. We looked and the anterior patch was fine so we moved to the lateral patch. There was evidence of skin burns. The procedure was stopped at this time. It was a second degree burn 10 cm x 5 cm. The pt also has ichthyosis. Three days later, the burn was mostly healed. The MFR has evaluated the product resulting in no indication that the product was assembled in violation of the product specification at the time of its MFR.